Event description:
On (B)(6) 2014, the distributer contacted animas stating the audio bolus button was unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2014 with the following findings: a hole was found on the bolus button cover and the bolus button was found to be unresponsive. The button cover was removed; the internal plug contact was found to be misaligned and contamination was present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.